Event description:
It was reported that during preventative maintenance of the device, that the door on the front was broken. Additionally, the air in line sensor was broken and rusted. There was no patient involvement.

Manufacturer narrative:
Date of event: month and year of event have been provided, but day is unknown. The device was returned in poor condition for evaluation. Visual inspection was performed, and it was found that the air detector door was broken and there was minimal rust on some of the interior parts. The device seemed to have been dropped. The root cause was not confirmed due to age and the drop. The left & right support plate, solenoid bracket, solenoid, front and rear cover, door assembly, user interface and all screws were replaced on the air detector. The pcb and membrane switch were replaced on the tower. The o-rings, float switch and fan guard were replaced for preventative maintenance.